Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was believed the patient was in "critical condition". The doctor had over prescribed patients on medication with the pumps. The patient was in the emergency room (ER) last night and has been returned home. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, intrathecal medication, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.